Manufacturer narrative:
Evaluation is progress but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor did not function as expected. The user reported the occluder scroll control bounces on the display when the user attempted to close the occluder on the screen. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.